Event description:
Caller reported she ordered air optix contact lenses from (B)(6), registered under (B)(6). Caller placed order on (B)(6) 2017 for +250 box of 6 contacts and left the order on standby in her cart. The next day caller received an email from website to complete her purchase; that is when she found the prescription was changed from + to -250. Caller proceeded to revise the prescription back to +250. On (B)(6) 2017 caller again found her prescription was changed to -250, she then revised for a second time. Her order arrived on (B)(6) 2017 and again the prescription was changed to -250, caller believes website defaults to a ¿ sign automatically. She also found there was a foreign substance with a glue-like consistency in the contact lenses which caused her discomfort. Caller asked owner of website for refund and was denied. Caller also stated the website never asked for a prescription from the doctor and when she asked a representative about the prescription she was told it was not necessary to complete the order. The caller sent a complaint to the (B)(6), (B)(4).